Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling placement procedure. According to the complainant, pre-procedure, the mesh was discovered to be frayed right out of the package. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Product unavailable for analysis.